Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer's blood glucose (bg) level was reported to be over 600 mg/dl with large ketones. The customer administered a manual injection to correct the elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy. Follow up with the customer confirmed that bg level was back down to target and no ketones present.